Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. Pump received with crackked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was failed. Customer¿s blood glucose value was unknown. The device will return for the analysis.